Event description:
It was reported that before the patient was sedated for a diagnostic cystoscopy procedure, the cysto-nephro videoscope had a dark image. The procedure was completed with a back-up device. There were no reports of patient harm. The following day, an olympus endoscopic support specialist (ess) went to the customer to look at the endoscope before it was sent in for repair. The ess was able to recreate the dark image and found a substance had died and burnt onto the light guide (lg) prong due to the light transmission from the light source. The staff believed that the dried substance was possibly plumbers' putty that was left over from a recent sink repair in the decontamination room. The dried substance was removed, and the lg prong was cleaned with a 70% alcohol wipe. After cleaning the lg prong, the image and light output of the endoscope was tested. The image and brightness were back to normal.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.